Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. Additional information provided that post-operative imaging showed a non-union at l5-s1 with the screws at l5 migrated. The post-operative imaging was unable to be returned for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery needed for a fusion that failed post operatively.